Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 4.2; lab: 3.1. Date: (B)(6) 2010; inratio: 3.5; lab: 2.8; inratio (new strips): 3.2. Ten minutes in between meter and lab testing on (B)(6) 2010. Testing on (B)(6) 2010 was done within minutes at the lab.

Manufacturer narrative:
Investigation pending.